Event description:
It was reported the patient¿s lead had eroded though their skin. The lead had pulled out of the spot it was supposed to be in. Infection was not present. The lead and pocket sites were flushed during surgical intervention. Impedance testing was also performed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0pmy2, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).